Event description:
It was reported that the tip of the ozark threaded screw driver was observed to be deformed upon inspection. There was no procedure associated with this event. No surgical delay nor adverse consequences were reported.

Manufacturer narrative:
A visual inspection was performed which found the distal end of the driver to be deformed rotationally. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot, and no similar complaints were identified. It was reported that when opening up a set before a case, the driver was found to have a deformed tip. Deformation location and direction indicates deformation most likely occurred in a previous case during screw insertion. The ozark surgical technique guide was reviewed: ¿to use the size 10 threaded driver: the size 10 threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw.¿ ¿note: the threaded driver must be used with the 12-in lbs. Torque limiting handle. If the instrument is subjected to a force greater than 12 in-lbs., then it may result in device damage.¿ the most likely cause of the reported event was determined to be due to previous excessive torque applied during screw insertion. Lack of use of the torque limiting handle may have potentially contributed to the event.

Event description:
It was reported that the tip of the ozark threaded screw driver was observed to be deformed upon inspection. There was no procedure associated with this event. No surgical delay nor adverse consequences were reported.